Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and 100% stenosed de novo lesion in the left anterior descending (lad) artery. A xience xpedition 2.75x33mm was deployed at 16 atmospheres (atm); however, fluoroscopy showed a dissection at the distal end of the stent. An additional xience xpedition stent was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.